Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Concomitant medical products: item# 01.00185.148, lot# 2342221, metasul ldh, head adapter, xl, +8, taper 12/14-18/20, item# 01.00181.520, lot# 2342290, metasul ldh, head, 52, code r, taper 18/20, item# 00-7864-012-00, lot# 60619655, femoral stem press-fit collarless 12/14 neck taper, standard body standard neck offset size 12 128mm stem length cementless. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer gmbh will close this case. Zimmer biomet reference number: (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately nine years post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.